Event description:
Patient for high risk complex pci. Stent balloon came off of shaft after stent was deployed in the lad. Another stent was deployed to compress stent balloon in place to artery wall. FDA safety report ID# (B)(4).